Manufacturer narrative:
(B)(4) service representatives replaced spo2 board and cable. Replaced co2 module and reseated cables. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have resulted in a loss of spo2 and c02 monitoring. No pt injury was reported.